Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: general patient care considerations, entering cardiac output, and potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 66-year-old female was implanted with an impella cp as a short-term bridge to impella 5.5 and left ventricular assist device transplant (lvad). During support, the patient had a hematoma at the impella access site. The hematoma was managed with manual pressure and heparin was paused and vasoconstrictor medication drip was turned off. The patient remained on cp support for six days and was escalated to an impella 5.5 and lvad.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿